Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported during use of the unspecified insulin syringe the customer stated she has had issues with the new syringes and loading the insulin into the cartridge. The customer claims that the syringes are different sizes and they are flimsier which makes it harder to load the insulin. On four occasions she had insulin leak everywhere when trying to load it in the cartridge. There was no report of injury or medical intervention.